Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had many uti infection for several years prior to the implant and continued to still have them after the placement of the stimulator. Their last episode of the uti was (B)(6) 2017. Their urine culture showed numerous bacteria, but no cause was reported. The patient believed the utis were definitely the reason for their urinary dysfunction. It was determined that would just happen to them, but they had medical problems that they took into account for their condition. They didn't believe that the uti was related to the device or therapy. However, they had serious urgency, leakage, frequency, and pain years before the implant. At the time of the report, their cystitis symptoms intensified.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that at the (B)(6) 2017, the patient got a really bad uti and it wasn¿t controlled by the medication, so their doctor suggested the patient do a 7-day infusion at home with antibiotics and it resolved. It was noted that during the time of the infection, the patient was leaking a lot more, which was normal for them when they had a uti, but after the infection was gone, the leakage did not stop like it normally would. The urgency and leakage started in (B)(6), since the uti, and the patient also had cystitis, which they have had for 15 years, and it had kicked in more since may; it was noted cystitis was an inflammation of the bladder. The patient also had pain in their left pelvic area that also started in (B)(6). The patient had been raising their stimulation but it didn¿t resolve the issue, and their doctor wanted them to turn the st imulation off ¿for a period of time to see if it helps¿. The patient synchronized, was at 4.50v, and turned the stimulation off; it was noted they would follow-up with their healthcare provider (hcp). No further complications were reported/anticipated.